Event description:
During a cholecystectomy, the surgeon was using the endo clip applier ii by auto suture to occlude the cystic artery and cystic duct when the endo clip applier severed the cystic artery.